Event description:
It was reported that during an ankle procedure, the tip of the depth gauge broke off. The broken fragment was retrieved. The surgeon used the depth gauge from another small fragment set to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that the measuring hook is broken off where it threads into the slider. The fracture faces on both the slider and measuring hook are homogenous which indicates material uniformity. There is no lot number etched on the sleeve and the measuring hook has a threaded end. The etching on the sleeve says swiss made 319.04 terr. 35 and there is no part number on the slider which has been a requirement since prior to 1995. The thickness of the measuring hook (1.8 mm) is driven by the fact that the needle must fit into a drilled hole of 2.0 mm. The material of the probe is extra hard 316ss, which is an appropriate material for an instrument of this type and is used on several other depth gauges. Needle breakage, either at the base of the slider or the tip is identified in risk analysis se244696 with a severity of 2 (marginal) and a probability of 3 (occasional). Based on the sales and the complaint history, the rate is less than 1 percent based on sales of depth gauges and number of complaints. Since depth gauges are used regularly and repeatedly, the actual complaint rate with respect to use is significantly lower. Since there is no lot number on the returned device, the exact age cannot be determined. Review of the drawings indicates that the part was manufactured prior to 1995 and is at least 16 years old and shows signs of extensive use. Based on the complaint rate, the age of the device and signs of extensive use, there is no indication of any manufacturing or design related issues.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).